Event description:
The patient needed esophageal dilation. A balloon was inflated to 15, 16.5 and then 18. The balloon was inflated for the full minute and then ruptured. The entire scope was removed, and the balloon wire was cut to enable its removal from the scope. The full dilation was performed.